Manufacturer narrative:
Submit date: 03/01/2016. An investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states that the unit over/under delivers - no patient involvement.

Manufacturer narrative:
An investigation of kangaroo joey was performed for the reported condition of; the unit over/under delivers. Therefore, this report will be based on information provided by the technical center. The unit was triaged and the complaint could not be confirmed. The unit was recertified and passed all testing. Kangaroo joey was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications.